Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic presented in hospital for lead replacement procedure. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. It was noted that the patient had a cardioversion performed on (B)(6) 2015. After software download, normal device function resumed.